Manufacturer narrative:
D9: 07-feb-2026. H3: one device was returned for evaluation in used condition. Visual inspection confirmed the alleged pink screen. The event history was reviewed. The cause of the issue was traced to fluid contamination found inside the device, causing a defective lcd display. These findings are not reportable findings. The main board and lcd display were both replaced to address this issue. All functional test of the device passed after repaired.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a pink screen and can't send to the patient. The event occurred before infusion. There were no patient involvement and harm.